Manufacturer narrative:
The pump powered up properly and no critical pump error alarm was noted. The pump passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump was received with high sleep current and a white spot at the top upper left of the display due to a corroded electronic assembly. The motor assembly was found corroded. The pump failed the leak test. The pump leaked at a crack on the back of the case. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's had pump error on their device. The customer's blood glucose level at the time of incident was 108mg/dl. It was reported that the pump has a red x on the screen. It was reported that the customer received critical pump error message. It was reported that the pump has a crack where water may have entered through. It was reported that the device would have to be replaced and returned for analysis.